Event description:
Complainant alleged that the clinicians were treating a pt, suffering from a "positive" myocardial infarction. The pt was diaphoretic. The pt also had a hairy chest. The electrodes were applied to the pt's chest, without the pt's chest hair being clipped. The clinicians attempted to defibrillated the pt at 300 joules, but when the discharge buttons were depressed "nothing happened". The clinicians then checked all connections, and again attempted to defibrillate the pt at 300 joules. When the shock was administered to the pt, an arc was observed emanating from under the anterior pad. The pt resumed a normal sinus rhythm, but then presented a ventricular fibrillation heart rhythm. The clinicians shocked the pt a second time, and again the pads arced. The clinicians then obtained a second set of electrodes and shaved the pt chest hair, and defibrillated the pt three more time at 300 joules, without further incident. When the first set of pads were removed from the pt, a pt red burn was observed. The complainant indicated that the pt's burn was not treated. There was no indication of any add'l adverse effect to the pt as a result of the reported malfunction. The complainant indicated that there was an abundance of pt hair adhered to the used electrode. Please reference the attached copy of the stat pads multi-function electrodes package insert, which warns the user: "1. Ensure that the skin is clean and dry. Remove any debris, ointment, ect., with water (and a mild soap if needed). Wipe off any excess moisture/diaphoresis with a dry cloth." "Excess hair can inhibit poor coupling (contact), which can lead to the possibility of arcing and skin burns. Clip excess hair prior to pad application."